Event description:
Same case as MDR ID: 1649384-2013-00016. It was reported that a pt underwent revision surgery due to discomfort. At the time of the index procedure, the pt underwent lumbar fusion surgery at l4 - l5 using pathfinder nxt instrumentation. Eleven days later, revision surgery was performed due to post-operative irritation and discomfort. The surgeon believes the screws at l4 may have been too medial. It was reported that the previous trajectory of the screws may have been limited due to prior pedicle screw placement. The l4 - l5 screws were removed and replaced with new in a different trajectory and the construct was assembled with new rods and closure tops.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complain device could not be reviewed.